Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: high humidity environment. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805. (B)(4).

Event description:
Consumer reported complaint for e-3 error. Customer is feeling well at this time. The error appeared as soon as the test strip was inserted in the meter. The test strips were open 10 days ago. Customer left the container of test strips open but stores the products in his study room. The customer stated it was open since (B)(6) 2015.